Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon noted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -13.0/+2.5/102 (sphere/cylinder/axis) tore/broke during injection/delivery on (B)(6) 2023. There was patient contact but no patient injury. The lens was not implanted. On (B)(6) 2023 a lens of the same parameters was implanted into the left eye (os) and the problem was resolved. Status of the eye: "no pain, excellent vision". The reporter indicated the cause of the event was unknown. Cause details provided: "lens torn during injection / tear along the small axis at proximal haptic level". (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4)

Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -13/+2.5/102 (sphere/cylinder/axis) implantable collamer lens had tore during injection/delivery into the eye. There was patient contact but no patient injury. The lens was not implanted. It was additionally noted "lens torn during injection/tear along the small axis at proximal haptic level. A new lens has been ordered and surgery is planned at (B)(6 )2023.